Manufacturer narrative:
For the pending event, the investigation did not identify a product problem. The cause of the event could not be determined. The customer has had no further issues.

Manufacturer narrative:
For 1 event, the issue was solved by the service actions. For 2 events, the investigation did not identify a product problem. The cause of the event could not be determined. For 1 event, the investigation is ongoing. The follow up action for 1 event was that the field service engineer found crystals on the tip of the sample probe; this was cleaned. The customer has had no further issues since the service visit. There were no follow up actions for 3 events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers continued: (B)(4).

Event description:
This report summarizes <noe>4</noe> malfunction events. Questionable non-reproducible results were generated by the cobas 6000 e 601 module. The events involved a total of 4 patients with the following: 2 questionable results for elecsys hcg + beta test system, 1 questionable result for ca 125 g2 elecsys, 1 questionable result for elecsys ca 15-3 ii assay. The patient age was (B)(6). The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There was 1 female. The other patients' genders were requested, but were not provided. The patients' races were requested but not provided. The patients' ethnicities were requested but not provided.